Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Event description:
The customer contacted arjo and informed that the citadel bed backrest section moved without any command given. The bed was used with the patient when the claimed issue occurred. No injury was reported.

Manufacturer narrative:
Device evaluation and functional testing performed by the arjo representative did not recreate the reported symptom of unintended bed movement. It was observed that the button on the control panel was damaged and stuck. It could be caused by the urine bottles that were on the rail. They could push the buttons on the side rail control panel. The facility staff was informed to lock out the buttons on the control panel to avoid unintended activation of the bed's function. The instruction for use for citadel bed (830.213.en) informs how to use function lockout to prevent operation of the bed. To sum up, the device was used with a patient when the event occurred. The device failed to meet its performance specification since unintended movement occurred. The complaint decided to be reportable due to unintended backrest movement. No injury was claimed.